Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion. The health care professional (hcp) was concerned that the device reached end of life (eol) during follow up check even though the device showed magnet rate of 100 pulse per minute with 1.5 years remaining longevity on previous check. No parameters had been reprogrammed to cause battery drain. A revision procedure was performed. The pacemaker was explanted and was replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing of the device was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity calculators have since been refined to better reflect actual device performance and current clinical practices.